Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, the facility reported patient has had the tube in for 5 days now and is not experiencing any issues with draining but his wife (who is a nurse) is complaining the exit site is still leaking. Ms&s confirmed with rn the patient is not in any pain or discomfort and drainage was done without complications after placement. X-ray was used to confirm proper placement. Ms&s suggested the physician confirm proper tunneling and then suggest to the patient's wife they inspect site after draining and to confirm the patient is draining enough. Ms&s sent rn patient guide to review suggested tunneling placement.